Event description:
On (B)(6) 2014, it was reported that the menu button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.